Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. On follow up contact with customer, customer indicated that all strips had been consumed and there was no product available for her to return. Will not be returned to manufacturer.

Event description:
Customer reported a reading of 75 mg/dl at 1158. At the time of the result, the customer was experiencing low blood glucose symptoms which she successfully self-treated by eating honey. She continued to test her blood glucose with the aviva system and got the following results: 59 mg/dl @ 1217; 66 mg/dl @ 1220; 77 mg/dl @ 1227; 113 mg/dl @ 1235; 141 mg/dl @ 1245; 280 mg/dl @ 1251; 165 mg/dl @ 1255. Customer reported that she started to feel better by the time she got the reading of 141 mg/dl but she continued to self-treat with honey. Customer reported taking 3 units of unscheduled humalog insulin between 1430 and 1445. Customer resumed her normal insulin dosage at 1840. No adverse event reported. Requested return of suspect device and replacement was sent.